Event description:
The customer reported that the system intermittently froze, locked up. This caused an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced during the service all. The system was tested and found to be working as intended and put back into service.